Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the implant procedure, the patient had difficulty breathing. During the implant of the lead, the patient stopped breathing and was put on a ventilator but then the patients heart stopped. The physician attempted to resuscitate the patient without success; the patient deceased. The cardiologist alleged that he did not believe the patients death was device or lead related but could have been related to the medication.